Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device exhibited signs of repeated use. The dovetail feature is compressed and is fractured on the medial side of the post. Device history record (DHR) was reviewed and no discrepancies were found. The root cause cannot be determined as frequency and conditions of use are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00265, 0001822565 - 2019 - 00266.

Event description:
It was reported that tibial provisionals were returned through the worn instrument program, fractured. Attempts have been made and no further information has been provided.